Event description:
On (B)(6) 2017, the reporter contacted lifescan france, alleging inaccurate high results on the subject meter compared to the reporter's old meter, performed within 30 minutes of each other. The reported comparisons were :"470 v 356 mg/dl" and "330 v 290 mg/dl". This complaint is being reported because the first reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.